Event description:
It was reported that the pump does not recognize syringe size. The event occurred during testing and there was no patient involvement and no harm.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed invalid syringe size. Functional testing was performed, and the issue was not duplicated. The device passed all testing. Preventative maintenance will be performed before the device is returned to the customer.